Event description:
Customer reported to beckman coulter, inc. (Bec) that there was a puddle on top of each stopper of tubes run on the unicel dxc 600i synchron access clinical system in the closed tube mode. There was no report of erroneous results generated. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) found the wash shuttle for the cap piercer assembly was not moving all the way forward causing splashing. The fse removed the cap piercer and wash shuttle assembly and cleaned thoroughly. The fse reinstalled cap piercer and wash shuttle. The fse ran a rack full of capped tubes and verified operation of the wash shuttle. The fse verified the repair was performed per established procedures.

Manufacturer narrative:
Evaluation results: wash shuttle assembly. Bec identifier for this complaint is (B)(4).